Manufacturer narrative:
Unit passed the rewind, basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus / basal delivery due to faulty fsr (gold). The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 290 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and was able to rewind the insulin pump. The customer stated that the drive support cap was normal. Customer stated the motor error was reoccurred within the last 30 days. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.